Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The nc trek balloon dilatation catheter (bdc) could not be easily withdrawn after the procedure was completed. There was no reported adverse patient effect and there was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The nc trek balloon dilatation catheter (bdc) could not be easily withdrawn after the procedure was completed. There was no reported adverse patient effect and there was no reported clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was provided: it was reported that the procedure was to treat a lesion in the left main (lm) artery without calcification. The 4.5mm nc trek balloon dilatation catheter (bdc) was used for post-dilatation of the stent and was inflated multiple times up to 14 atmospheres (atms) each inflation and got stuck with the stent. Negative pressure was performed multiple times until the device was able to be removed independently. There was no difficulty removing the stylet or protective sheath. The device was not prepared (air aspiration) outside the anatomy prior to use. The contrast mix was 1 contrast to 2 saline. The patient presented with asperger's reflex and had convulsions prior to the procedure. However, the patient¿s asperger¿s reflex and convulsions worsened during the procedure. The patient was treated with medication to stop the convulsions. There was a clinically significant delay in the procedure and prolonged hospitalization. The patient recovered slowly and became weak. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code: 2017 - incorrect prep, contrast incorrect, incorrect removal the device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. It was reported by the account that the balloon was removed partially inflated. It should be noted the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states: withdraw the deflated dilatation catheter and guide wire from the guiding catheter through the hemostatic valve. In this case, it is likely that the IFU violation contributed to the reported difficulty removing the device. Additionally, the contrast mix used in the procedure was 1 contrast: 2 saline rations. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global instructions for use specifies that the contrast is 60% contrast medium diluted 1:1 with normal saline. In this case, the contrast ratio used was less than the required percentage; however, it is unknown if the IFU violation caused or contributed to the reported complaint. It was reported by the account that the balloon was not prepared outside the anatomy. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body. In this case, it is unknown if the IFU deviation contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device, delay to treatment/therapy, hospitalization and medication required appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effects of convulsion/seizure and fatigue and the relationship to the device, if any, cannot be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. H6: removed health effect impact code 2199. Removed health effect clinical code 4582. Added health effect clinical codes 4406, 1849. Added health effect impact codes 4604, 4607, 4644. Added medical device problem codes 1149 and 2017.